Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 21.5-22.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of capture anomaly, noise, and inappropriate shock.

Event description:
It was reported that the patient presented to the hospital after receiving multiple inappropriate shocks due to noise. The noise was not reproducible in clinic. Capture anomaly was observed. Dislodgement was suspected. The lead was explanted and replaced. Patient condition was good after the event.